Manufacturer narrative:
Additional information: according to the information received, observed in situ measurements results are most likely caused by damage to the active electrode. However, to confirm a root cause a device investigation of the explanted device is necessary. The device remains implanted and further checks are planned, still no additional information has been yet retrieved.

Event description:
It was reported that in situ testing showed altered results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that in situ testing showed altered results.